Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a cracked end cap. The drive support disk was inspected and no anomaly was noted. The device was received with scratched screen and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was squirting insulin during the manual prime. It was stated that the drive support cap was inspected, and it was protruded. The patient's father pushed it back into place, but the device still did not prime properly. Found that the patient was not connected when the drive support cap was pressed on. Advised never to press on the cap when connected. Advised that the insulin pump would need to be replaced. Nothing further was reported.